Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. It was reported patient had her device removed on (B)(6) 2019 for other options on additional implants. On (B)(6) 2019 patient had another manufacturer device implanted. Patient had device removed because she wanted to have different options, patient was charging every other day. Patient services asked repair for donation of equipment. Patient noted when she had the programming so high, and patient mentioned with ins getting older using more juices and taking longer to charge. No further complication and no symptoms were reported.